Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certficates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgeon's decision to remove the implants solely as a precaution. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-100, lot# i0790, mfd. 08 aug 13, expires 2018-08, (B)(4). 2nd (inferior): ifuse implant, p/n 7040-100, lot# 175683, mfd. 30 apr 14, expires 2019-04, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where two implants were placed. The patient later had additional surgeries unrelated to the si joint implants where different pelvic/spine hardware was installed. The patient developed an infection in the hip unrelated to the si joint implants. The surgeon removed all the hardware as a precaution. The si joint implants were solidly fixed in bone. The infection was not related to the si joint implants.